Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. On (B)(6) 2016, multiple non-sustained ventricular tachycardia and ventricular fibrillation (vf) episodes with evidence of lead noise oversensing. Impedance trends are within range. Right ventricular lead integrity alert, rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and two more high rate non-sustained tachycardia episodes. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead had an lead integrity alert (lia) and a fracture from a possible subclavian crush. The lead was replaced. No patient complications have been reported as a result of this event.